Event description:
Two clips were placed on an approximate 2mm of a saphenous vein. The pt began bleeding and the doctor had to re-enter the chest. Upon re-entry it was noticed that one clip was dislodged and the other was partially closed. Pt recovered with no further incidents.